Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, prior to the procedure during preparation a blond hair was found inside of the sterile packaging of the procedure set. No damaged was noted to the packaging and the seals appeared uncompromised. There were no patient complications as there was no patient contact. The procedure was completed with a second procedure set and the patient's condition has been described as good.

Manufacturer narrative:
A visual examination of the returned device revealed a black thread inside the sheath tray, confirming the complaint. Visual exam of the procedure sheath observed zero defects. The most probable root cause classification for this event is supplier manufacturing. A DHR (device history review) was performed and no evidence of a manufacturing related potential cause for this type of event was found.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, prior to the procedure during preparation a blond hair was found inside of the sterile packaging of the procedure set. No damaged was noted to the packaging and the seals appeared uncompromised. There were no patient complications as there was no patient contact. The procedure was completed with a second procedure set and the patient's condition has been described as good.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.